Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. Customer's blood glucose value was 33.7 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer¿s other relevant blood glucose values were 5.5 mmol/l, 20 mmol/l, 23 mmol/l and 8.0 mmol/l. Customer did mentioned a symptoms related to high blood glucose event such as nausea, thirst and tired. Customer was not alleging insulin pump was under delivering. Customer stated that the auto mode feature was not active and not automatically adjusting insulin at time of high blood glucose event. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.